Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump did not rewind at all. Customer¿s current blood glucose was unknown. Customers stated that customer had to take out battery and reset to finish rewind, reset time and date during battery change. Customer mentioned that up and down button was worn, rewind was taking longer. Insulin pump will not be returned for analysis.